Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. No product was returned; however, a picture of femoral component and the bearing was provided. Traces of blood was found on the back side of femur and bearing. Bone tissue was found on both the parts. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Medical product-trabecular metalâ¿¢ posterior stabilized monoblock tibial component: striped yellow, size 3 e-f, 10mm catalog# 00588606310 lot# 62653357, palacos r+g catalog# 66022663 lot# 79344410, lps-flex gender solutions female (gsf) femoral component porous catalog# 00576201551 lot# 62499028, inset all poly patella size 26 mm dia. Standard 7.5 mm thickness catalog# 00597206526 lot# 62983998, unknown nexgen articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03354, 0002648920 - 2017 - 00307, 0001822565 - 2017 - 03355.

Event description:
It was reported that patient underwent a stage one of a two stage revision due to infection and pain 6 months post a washout procedure.